Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the biopsy channel was unable to be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ¿instruction manual tjf-q190v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus what when using an evis exera iii duodenovideoscope, there was a blockage in the biopsy channel. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects coming out of the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the foreign objects coming out of the distal end, additional evaluation findings were as follows: the bending angle did not meet specification, the plastic distal end cover was scratched, and the bending section cover adhesive had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.